Manufacturer narrative:
The returned cannulated driver was examined under magnification. Torsional and oblique fracture patterns were identified approximately .10" from the original tip of the driver. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Additional MDR associated with this event: 3025141-2019-00555: screw.

Event description:
While implanting an acutrak 2 micro bone screw, the driver tip broke off in the head of the screw. Surgery was delayed 30 to remove the driver tip from the screw.